Event description:
Information was received per medwatch report. It was reported the procedure was being performed on a (B)(6) female (B)(6). The catheter was being placed into the right radial artery under sterile technique. The guide wire was inserted and they attempted to advance the catheter. The catheter would not advance and so they attempted to remove it. During removal, they noted the guide wire lengthening and becoming thinner. The guide wire was removed. An x-ray of the right radial revealed a 4mm portion of wire in the right radial area. At this time they will continue to monitor the hand for circulation and signs of appropriate blood flow. October 23, 2014 - follow up information was received from risk management coordinator. She stated the piece of wire was not removed from the patient. The patient had coded and was put on dnr. She expired on (B)(6) 2014 from multiple organ failure. Risk management noted the event with the wire did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.